Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report 2032227-2014-43738 for hospitalization on (B)(6) 2014 and product returned.

Event description:
It was reported that the customer went into the emergency room twice on (B)(6). It was stated that the customer has experienced unexplained severe high blood glucose. First hospitalization was on (B)(6) 2014 with a blood glucose value of 540 mg/dl. Customer was close to experiencing diabetic ketoacidosis and was treated with insulin drip. Second hospitalization was on (B)(6) 2014 with high blood glucose of 390 mg/dl. Customer also has had low blood glucose. Mother stated that customer had around 6 events of hypoglycemia within 13 days. In one occasion level was 27 mg/dl and then 55 mg/dl. Nothing further reported.